Event description:
It was reported that the pump became frozen on the lock screen. The customer's blood glucose level ranged from 180-181 mg/dl. During troubleshooting with tandem technical support, the customer was able to clear the notification and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.